Event description:
It was reported that the core impaction drill heated up and began smoking during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Upon disassembly the sockets were corroded and there was cleaning residue int he nose cone.